Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported an error message. The patient involvement and active infusion is unknown. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for an air compressor failure. During initial startup, pump would give a pump problem alarm. The air compressor made one long continuous charge inconsistent with normal pneumatics charging. The pump failed pneumatic hardware testing for air compressor.